Event description:
Enseal tissue sealer continually malfunctioned during regular use. After about 20 mins of use, the machine it was plugged into made a strange beep and the screen read "release jaws to reactivate." After an attempt was made to remedy the issue a new message on the screen read "disconnect and replace the device." Three attempts of unplugging and resetting the device were made before the decision was made to open a new enseal device. The new enseal that was opened worked well without issue. FDA safety report ID# (B)(4).